Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient reused single-use supplies during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during fill 1 of 5 of peritoneal dialysis therapy. The hp stated that they switched out the heater bag with another heater bag and then tried to switch the cassette out all during therapy. Proper procedures were reviewed with the customer. The technical service representative assisted the hp in ending therapy and advised that therapy should be started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.